Event description:
The ge oec 9800 fluoroscopy system generated several error messages. The system made a "popping" sound and there was a smell of smoke.

Manufacturer narrative:
A ge oec service representative investigated the issue and found battery pack was severly corroded. The battery pack was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.